Manufacturer narrative:
Additional information received on 4/3/2019 indicated the patient underwent removal and replacement with mentor memorygel breast implants 800cc, catalog number 3508004bc, lot number 7636242, serial number (B)(4) (r) and serial number (B)(4) (l) on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was noticed that in the medwatch report 1645337-2019-09030 submitted on (B)(6) 2019, it was mistakenly entered that the explantation date was (B)(6) 2019. The correct explantation date is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 3.7 cm running from the anterior aspect to the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The complaint was confirmed. Microscopic examination of the edges of the rent revealed parallel striations which are similar to markings made by an instrument perforating silicone material. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 425cc breast implants and experienced deflation on the right side. As a result, the patient underwent removal on (B)(6) 2018. Two devices were returned to the manufacturer damaged. As a result, both products are being conservatively reported for deflation. This report is for the left side. The device initially reported is for the right side.